Manufacturer narrative:
(B)(4). Product analysis:the upper jaw is broken off at the base of the dynamic jaw.optical examination discovered a quasi-brittle fracture. The morphology of the fracture suggests the direction of fracture. Conclusion: the location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that intra-op, the product broke. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported due to this event.